Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had blood glucose (bg) levels that were ranging from 223-500 mg/dl with moderate ketones. The customer changed the supplies on the pump. During troubleshooting with tandem customer technical support (cts), an occlusion was found in the pump history that had occurred earlier that day and the customer had reported seeing air bubbles in the tubing. As the customer had changed the supplies, a system check to determine a possible cause of the occlusion was unable to be determined. Cts assisted the customer with removing the air bubbles from the tubing. The customer reported that the bg level had been lowered.